Event description:
It was reported that the ventilator shut down with a constant audible alarm while connected to the pt. The ventilator was running on a battery and was not on ac power when the event occurred. The pt was placed on a back-up ventilator. No reported pt harm.